Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 328 mg/dl. The customer was experiencing symptoms of vomiting, thirsty and no energy. Customer was treated with pump and backup plan (lantus, syringe and humalog pen). The customer woke up and her blood glucose was so high. Customer's blood glucose at time of emergency room visit was 600 mg/dl and hospitalized. Customer hit her head and had blood everywhere. The customer cause of emergency room visit was diabetic ketoacidosis. The hospital got the patient blood sugar in control and released her on (B)(6) 2016. The customer was wearing the pump at time of emergency room visit. The customer passed the high pressure test. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised that pump is working as designed and monitor it.